Event description:
Xxxxxx children's hospital, 2019 re: medication safety incident. In 2019, it was reported that a 6 m/o pt had received a continuous subcutaneous treprostinil infusion at a rate higher then ordered and expected. Almost immediately after a new pump setup and syringe was started, the smiths medical medfusion 3500 (software version 4) began alarming and rn noticed the 3 ml syringe was completely empty. It was reported that the infusion was ordered and programmed with rn double-check to be 0.013 ml/hr and should have taken much longer to infuse the full syringe. The pump was sequestered and delivered to the clinical engineering dept for testing. The clinical engineering biotechnician was dispatched and worked with the nurse to simulate the error and was unsuccessful at recreating the unsafe medication rate change. The biotechnician completed a thorough review, along with a preventative maintenance of the pump and no malfunctions or errors occurred. The pump was returned to the vendor for root cause analysis and the vendor was unable to determine root cause. Upon hearing the vendor was unsuccessful, xxxxxx children's requested vendors staff come onsite for further review and on x/xx/2019 (2 months later), after lengthy testing with a multi-disciplinary team, we were able to identify a risk on smiths' medfusion 3500 pumps with software revision 4. The guardrail in the medfusion 3500 v4 software limits gram concentration to 10 grams/ml or less; the rate that was identified in the medfusion 3500 safety event was 1000 times the expected rate, programmed as a concentration of 2500 grams/ml (despite the pump software limit of 10 grams/ml), a dose of 75 ng/kg/min and a dcw of 7.4 kg. The software error is identified in software version 4 (and also simulated by the vendor in version 5) as: if a clinician is setting up a new syringe under the previous programming (common in syringe changes), the pump displays two options to continue the infusion: continue or restart; if a clinician selects units of concentration as grams, they will receive an error that the concentration is beyond guardrails (expected); as the clinician uses the hard "back" button back to the primary screen, the software will convert the previous concentration (in this example, it was in mcg/ml) to grams/ml and result in a rate that does not match the updated concentration. Additionally, even though the pump stated the clinician could not program a concentration that is above 10 grams/ml, it does accept this new concentration resulting in a multi-fold overdose; the pump did not calculate the proper rate even based on the faulty programming it allowed. If the pump truly ran with a concentration of 2500 grams / ml the rate should have been 1000 times slower, not 1000 times faster as it ran in this situation. (B)(6).